Manufacturer narrative:
Evaluation summary one sample was returned for evaluation and the reported condition was confirmed. Visual examination shows that there are labels on the tracheal and bronchial inflation lines which are not from this facility. Further examination shows that there is sticky tape on the tracheal sleeve. The tape was removed from the sleeve and the returned unit leak tested under water. This test confirms that there is air leaking from the tracheal sleeve. Further examination shows there is jagged like damage on the tracheal sleeve with clamp like markings. This damage is for a distance of 3mm in length. The wall thickness of the sleeve was measured and found to be within the blueprint specification. The most probable root cause is the tracheal sleeve came in contact with a sharp utensil or object. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The customer was not able to provide the lot number which determines the date of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that an air leak from the right side of the tube was observed while in use in a patient. The customer could not confirm if recannulation of a replacement tube was required, however, no patient harm was reported.